Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n385492, implanted: (B)(6) 2014, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the recharger was not working correctly. The patient was getting the reposition antenna screen. The patient¿s implantable neurostimulator (ins) battery was about half full. The patient saw boxes come up and then she heard a click and they went away. The patient did not see any boxes filled in and kept seeing the reposition antenna screen. This began the day prior to the report. The patient was unable to make adjustments both with or without the antenna attached. The patient wanted to get her equipment working because she was in a lot of pain. This began the day prior to the report. The patient was unable to interrogate. Upon device return, it was determined that the antenna jack was resoldered as a preventative measure. No significant anomalies were found. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.